Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt had no stimulation. The scs ipg was unable to communicate with the charger. The pt noted that she was unable to get pain coverage in her legs. No further info is available at this time.